Event description:
It was reported that a stimulator failure was discovered prior to use. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been returned. Therefore, an analysis cannot be performed at this time. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.